Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one coil was clearly embedded in uterus (allowing an egg and sperm to easily pass)"), device expulsion ("one coil was clearly embedded in uterus (allowing an egg and sperm to easily pass)"), pregnancy with contraceptive device ("pregnancy") and pelvic pain ("crippling pain/ I had those pains") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one coil was embedded. Doctor informed coils were properly placed and even did an MRI at 20 weeks to confirm. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one coil was clearly embedded in uterus (allowing an egg and sperm to easily pass)"), device expulsion ("one coil was clearly embedded in uterus (allowing an egg and sperm to easily pass)"), pregnancy with contraceptive device ("pregnancy") and pelvic pain ("crippling pain/I had those pains") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one coil was embedded. Doctor informed coils were properly placed and even did an MRI at 20 weeks to confirm. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: information received from social media: reporter information updated, case became legal. Events embedded device, pregnancy with contraceptive device, device expulsion were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.